Manufacturer narrative:
Product investigation is in progress.

Event description:
Had to have someone remove tampon...no string [foreign body in reproductive tract]. Tampons had no string [device physical property issue]. Case narrative: consumer reported via phone that there was no string attached to the tampon. It became stuck and required medical removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to have someone remove tampon...no string [foreign body in reproductive tract] tampons had no string [device physical property issue]. Case narrative: consumer reported via phone that there was no string attached to the tampon. It became stuck and required medical removal. No serious injury was reported.

Event description:
Had to have someone remove tampon...no string [foreign body in reproductive tract]. Tampons had no string [device physical property issue]. Case narrative: consumer reported via phone that there was no string attached to the tampon. It became stuck and required medical removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.